Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibiting low ventricular sensing, under-sensing, and chronic r-wave amplitude of 1.0 mv. A request was made to have data from this device analyzed. Data analysis revealed episodes of a tachyarrhythmia which increasing chances of under-sensing. A technical service consultant provided recommendations for additional testing to validate the tachyarrhythmia detection, to ensure adequate detection in the event of an arrhythmia. This rv lead remains implanted. No adverse patient effects were reported.